Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after initial training and a supply change, with the caregiver seeking confirmation of meal announcement and insulin delivery; support guided review of meal and insulin histories and verification of the connector, tubing, and infusion site, and later confirmed use of a contact detach 23-inch infusion set. Symptoms included elevated blood glucose up to 304 mg/dl with sensor alerts for levels above 300 mg/dl for over 90 minutes, without ketone testing, backup therapy, professional medical intervention, or need for assistance. Outcomes included transient high glucose lasting 1 to 2 hours without reported injury or hospitalization. Investigation included troubleshooting of the infusion set and delivery pathway and education on use and monitoring. Investigation of this case revealed that device function and infusion components appeared normal on user inspection, and no device malfunction or occlusion was identified; the event was categorized as hyperglycemia with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.